Manufacturer narrative:
Evaluation of the returned lantern could not confirm the reported complaint. The lantern was undamaged, and a demonstration pod coil was able to be advanced through the lantern without issue during functional testing. The probable cause of the reported complaint could not be determined. Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil and the embolization coil was undamaged. The pusher assembly was not returned for evaluation; therefore, the probable cause of the reported complaint could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 1. 3005168196-2021-02092. 2. 3005168196-2021-02093. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02092, 3005168196-2021-02093.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), a pod coil, and a non-penumbra catheter. It was noted that the patients anatomy was mildly tortuous and calcified. During the procedure, while advancing a pod coil as the first coil through the lantern, the physician experienced resistance. Subsequently, the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed from the patient. Next, while advancing another pod coil through a second lantern past the hub, the physician experienced resistance. Subsequently, the physician retracted the pod coil and removed the lantern. The physician then attempted to advance the pod coil through the lantern on the back table; however, the same issue occurred. Therefore, the lantern was not used in the procedure. The procedure was completed using another lantern, the same pod coil, and ten additional ruby coils.